Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It is reported that the g3 nail broke.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. As no product was returned a physical examination of the item was not possible. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. Implant breakage may occur when the material is subjected to repeat loading and unloading resulting in fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. In this case post-operative x-rays provided information about the absence of medial support ¿ displaced lesser trochanter ¿ resulting in bending stresses caused by load application during the implantation period. Also, x-rays and the operation report of the 1st and 2nd revision surgery, as well, provided information of impaired bone healing ¿ pseudarthrosis, resection, bone grafting ¿ resulting in exceeding load application on an unrelieved nail. Consequently, the surgeon had changed the method of treatment from intramedullary nail to plating which may be a suitable measure in order to treat persistent impaired bone healing. As the nail was not available it could not be determined if high and / or full weight bearing had contributed to the event. As no information was available regarding post-operative weight bearing it remained open if the patient had been compliant during the implantation period. Further, as the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information no further technical and medical statement was possible. The file will be closed formally. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information a deficiency of the nail could not be verified.

Event description:
It is reported that the g3 nail broke.